Event description:
It was reported that the spring arm separated from the horizontal arm about a ½ inch. Neither the spring arm or the yoke separated and fell, as the tension on the wiring/cabling prevented the yoke and spring arm from completely falling. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was identified to be universal flat panel yoke no cables landscape part#0682400049. The serial number is (B)(6). This problem was caused during maintenance and yoke and spring arm had to be replaced. Customer said spring arm disconnected from horizontal arm. The following was completed at customer site: *removed side covers and back pulled the cables thru spring arm to attach the new yoke. *installed new yoke and opened it up so I could pull the cabling down. *pulled cables down and closed yoke back up. *terminated cabling and power. *installed old monitor and connected all cabling. *tested and re-installed spring arm side covers. *adjusted heights and tension. Completion was verified by being able to route sources to monitor and had suite power. The identified failure mode will continue to be monitored.

Event description:
It was reported that the spring arm separated from the horizontal arm about a ½ inch. Neither the spring arm or the yoke separated and fell, as the tension on the wiring/cabling prevented the yoke and spring arm from completely falling. There were no reported injuries or adverse consequences.